Event description:
It was reported that high capture thresholds were observed on the right ventricular (rv) lead. Rv lead damage was suspected to be the cause of the event. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.